Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose level was 288 mg/dl. The customer continued to use the pump for insulin therapy.